Manufacturer narrative:
Section h10: (h3) pending evaluation.

Event description:
It was reported that this female patient's knee was revised. Reason for the revision was not reported. Representative noted recall.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: a, b, c, d, e, g. The reason for the revision reported was likely due to prosthesis wear over the course of approximately 7 years of implantation. An additional reason for the revision surgery could be inclusion of the polyethylene in the packaging recall, but product information was not provided. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and radiographs, relevant clinical information, and product information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.